Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 270mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. No blank display noted. Unit had stripped battery cap at coin slot area, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.